Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of enterocele, cystocele, rectocele, mixed urinary incontinence, stress urinary incontinence, menometrorrhagia, and pelvic organ prolapse. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with tab884 gynecare gynemesh ps (lot# gpsll02) and 810081 gynecare tvt obturator (lot# 1152877).